Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The cgm was reading the whole afternoon around 3 mmol/l. Around 5 pm the patient was feeling dazed. His wife called the emergency services. When they arrived, they took a blood glucose reading which was 1.7 mmol/l. The emergency physician treated the patient with a glucose injection. He removed the sensor and applied a new one. The patient was using the camaps app (hybrid closed-loop app that automatically adjusts insulin delivery on the insulin pump based on your sensor glucose readings). No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.